Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since an instrument (needle) was placed into the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended, all k-wires and screws were correctly placed with navigation at the end of the surgery. There were no negative effects to the patient due the needle placement, also not due to surgery/anesthesia prolong of ca. 40 min. There was no (direct or increased) risk to harm a critical structure due to the deviating insertion. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the surgeon, it can be concluded that the main root cause for the ca. 5 mm deviation of the navigated needle placed into the pedicle of right l5 is a bending of the needle's guide tube during the procedure due to excessive force and hammering applied on the instrument, as the patient's vertebra bone on right l5 required high forces to open, and axis correction was attempted (undesirable sideways forces applied to the instrument) after the needle was already inserted in the pedicle. Bending of a navigated instrument due to excessive forces applied during use and insertion, with the instrument's insertion tip in its undamaged status calibrated to navigation, cannot be recognized by the navigation system. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The user facility removed the visibly damaged (bent) instrument -guide tube for pedicle access needle- from clinical use at the hospital.

Event description:
A minimally invasive surgery on the spine for anterior and posterior lumbar interbody fusion l5-s1, for spondylolisthesis with congenital pars defect and back/leg pain, with intended placement of 4 k-wires and following 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: with the navigation reference array attached on s1, acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation. Verified the registration accuracy, and on the patient's left side prepared the pedicles (pilot holes) with the navigated pedicle access needle, placed the corresponding k-wires in the prepared pedicle holes, calibrated a non-brainlab screwdriver to navigation and placed the pedicle screws on the left following the k-wires. The correct placements were verified with x-ray imaging. Moved to the patient's right side. When preparing the right l5 pedicle, the patient's bone required excessive force and hammering to insert the needle, and axis correction was attempted with the needle already inserted. With the k-wire following the inserted pedicle access needle only extended a few mm into the right l5 pedicle, the surgeon determined that the insertion did not feel correct, and acquired an x-ray to verify the placement location. Determined from the x-ray that the needle in right l5 deviated by ca. 5 mm lateral from the intended target point. When removing the needle, determined that the guide tube of the needle had become bent. Replaced the bent guide tube with another undamaged one available, rechecked the navigation accuracy and determined that the accuracy was still acceptable, nevertheless decided to place the reference on l5 and to acquire a new intra-op CT with automatic image registration. Placed the navigated pedicle access needle with the undamaged guide tube at the correct location and inserted the following k-wire, as well as the pedicle screw with the navigated screwdriver. After placement of the remaining right s1 screw with the same navigation method, completed the surgery successfully as intended with all placements correct at the end of the surgery. According to the surgeon: the deviation of the needle path in right l5 was detected by the surgeon during the surgery before continuing with k-wire/screw placements, and was successfully corrected at the same surgery with navigation. All other placements were not affected, all k-wires and screws were correctly placed with navigation at the end of the surgery, and the final outcome of this surgery was successful as intended. There were no negative effects to the patient due the needle placement, also not due to surgery/anesthesia prolong of ca. 40 min. There was no (direct or increased) risk to harm a critical structure due to the deviating insertion. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.